Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty changing pump supplies and attempted to insert a cartridge without first rewinding the motor, after which a crack was identified in the cartridge and the patient was guided through proper cartridge filling and installation with resumed therapy and stable blood glucose at 130 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization, no alarms, and therapy continuation after troubleshooting and education. Investigation included troubleshooting by support personnel and user education on correct cartridge change procedures. Investigation of this case revealed a cracked cartridge and user handling error related to not rewinding the motor prior to insertion. It was concluded, based on previously established findings for similar reports, that the cause was user error.